Event description:
The complainant re;ported a battery failure. There was no patient harm or injury related to this as there was no patient use at the time. The battery is backup for the a/c power. The instructions for use states to use the backup console for any failures.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Batteries were depleted because the console was not routinely charged as recommended. This report is being filed as part of a retrospective review of historical records.